Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct450 19.0 diopter intraocular lens was explanted from the left eye of a female patient due to a hyperopic surprise. There was no incision enlargement, vitrectomy or sutures required. There was no patient injury post-op. The lens was replaced with a model zct400 21.0 diopter lens. No other information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 11/10/2016. Device evaluation: the device was returned to the manufacturer. The product was received in a lens holder. Device inspection was performed and visual inspection with an unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.